Event description:
Noted during code procedure that pt was bagged and ventilated for approx 12 minutes before realizing that ambubag was defective. Flowmeter confirmed blockage and no flow from the reservoir tubing. New bag used immediately with aggressive ventilation and oxygenation. Pulse regained. Pt expired two days later. Report filed because of smda requirement. Lot number 643027 was removed from our institution and yet somehow was reintroduced. Hosp has located an add'l five units with the same number and removed them from service.